Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to user logon failed with error 2222. A technical support specialist (tss) connected to the station, found dsclientoltp log was holding 65 gigabytes (gb), connected to the sql server management studio (ssms), set recovery model to simple and performed a database (db) shrink, the stations db then dropped to 5.5 gb and the station's d drive utilization dropped from 100% to 48%. The tss observed a validation error caused by a timeout exception and advised that hospital information technology (it) team to review the domain controller. Later, tss connected to the server and monitored intrusion detection system (ids) logs, confirming several successful user logins. The customer was contacted and confirmed that stations were operational and functioning normally. The system functioned as intended after the technical support specialist troubleshot and investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had fatal error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.